Event description:
It was reported that a balloon rupture and leakage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 15mm x 2.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, at second inflation, it was noted that the balloon was ruptured in a pinhole form at 6atm for 15 seconds. Furthermore, contrast agent leakage was observed in the balloon part. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city: (B)(6).